Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamiton medical ag: during routine maintenance, customer says p&t encoder will register cw/ccw turns but not register press/depress on switch. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: during routine maintenance, customer says p&t encoder will register cw/ccw turns but not register press/depress on switch no patient involvement.